Event description:
It was observed during the device evaluation that the duodenovideoscope had adhesive peeling around the light guide lens and a burnt forceps stand. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the use of a high-frequency instrument not far enough from the tip of the instrument led to the burnt forceps stand. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.